Manufacturer narrative:
No conclusion can be drawn.

Event description:
On (B)(6) 2013, a call was received from a patient's mother, reporting that her daughter developed a corneal ulcer in her od while wearing acuvue oasys contact lenses (cls). The patient's mother stated that she took her daughter to the eye care professional (ecp) and she had been using an "antibiotic drop" in her od for about 1 week. She stated that her daughter's wear schedule was to replace the cls every two weeks and that she removed her cls each night. The disinfecting solution is noted as opti-free mps. Medical information received from primary ecp (B)(6) 2013: the patient's primary ecp reported patient history for date of visit: (B)(6) 2012: last exam date: ecp notes that "pt was instructed to change contact lenses every 2 weeks. Pt was wearing the lenses for 1-2 months. Do not over wear the contact lenses." The patient was seen at an urgent care (B)(6) 2013: corneal ulcer od; the pain scale of 1-10, it was reported that pain level as 5 od. Treatment recommended: rx given for tobramycin 1 drop every 2 hours od and alternate with ocfloxacin 1 drop od every 2 hours; rx for cyclopentolate 1% 1 drop od bid, and tylenol prn for pain. Recommended discontinuation of contact lens wear and follow-up with her ecp. (B)(6) 2013: pain-intermittent; va correction with old glasses rx: 20/40 ou; slit lamp exam revealed staining ulcer inferior resolving and to continue the same meds. Possibly add prednisone when clear. (B)(6) 2013: va with glasses: 20/50-od; 20/40-os; slit lamp revealed - "no stain, infiltrates and heavy edema. Continue meds and return in 3 days." (B)(6) 2013: corneal ulcer od-improved; continue same meds; referred to ophthalmology, dr (B)(6) for (B)(6) 2013 appointment. Received medical records from the patient's treating ophthalmologist, visit dates of (B)(6) 2013. Date of visit: (B)(6) 2013: "corneal ulcer-od; contact lens wearer; area of staining, minimal infiltrates; plan: d/c cyclogel; polysporin q hs od; vigamox tid od; no contact lens wear; return to office for recheck on (B)(6) 2013." Date of visit: (B)(6) 2013: "recheck corneal ulcer od- va better, od cc: 20/30, os with cc 20/40-2; current medications: polysporin q hs, vigamox tid od; ulcer od - healing; scarring with some activity; assessment: corneal ulcer od; contact lens wearer; would not recommend contact lens wear for pt in the future; plan: continue present management; no contact lens wear; return in 1 week for corneal re-check od." Received a lens case, the lot number is unknown. The lens case contained a total of 2 lenses and a "123" mark was observed on both lenses indicating the lenses were manufactured by our firm. A visual inspection was performed. One lens did not show any abnormalities. One lens did reveal an edge chip. Multiple attempts to contact the ecp's office to collect additional information were unsuccessful. If additional medical or product information is received, we will report it within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings.